Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation the balloon ruptured. No patient complications were reported and the patient's status was fine.